Manufacturer narrative:
Visual inspection confirmed that the two of the teeth had fractured off. Hardness test was performed and found device to be within specifications. The broach was manufactured on (B)(6) 2014 and has therefore been in the field for approximately one year and six months. It is unknown for how many times the device was used. Dimensions were found conforming to print specifications where measured. This device is used for treatment. It was reported by the sales associate that during the case, the tibial broach was mal-aligned on the tibial component which led to the noted breakage. Per the persona knee system surgical technique, "make sure that the cemented tibial broach inserter/extractor handle remains flush against the cemented tibial sizing plate and in full contact with the cemented tibial sizing plate and that the cemented tibial broach inserter/extractor handle does not tip during impaction. The orientation of the cemented tibial broach inserter/extractor handle is important to ensure proper and complete broaching resulting in full seating of the tibial implant on the bone."

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that during a procedure, it was noticed that some of the teeth of the tibial broach were broken.